Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the display on the insulin pump went blank and she did not receive a low battery alert. Blood glucose value is unknown; most recent reading was 123 mg/dl. Customer stated the insulin pump was not dropped or bumped. The customer stated she changed the battery and issue was resolved. It was found that there was a bad battery unattended alarm on (B)(6) 2015 according to the alarm history. Customer stated she was not aware she received the alarm. The customer was not using the recommended battery type. She was advised to call back if issue recurs.